Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was >600 mg/dl with ketones. During system check with tandem technical support, customer disconnected from site and no drops of insulin were observed at the end of the infusion set tubing. Customer changed out infusion set tubing and pump cartridge.

Manufacturer narrative:
On (B)(4) 2014 followup: customer's blood glucose level had improved to 107 mg/dl. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.